Event description:
It was reported that during device upgrade cautery was used with the device in the pocket in ddd mode. The patient went into very fast ventricular tachycardia requiring cardioversion. The device was reprogrammed to doo mode and no further arrhythmia occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.